Manufacturer narrative:
The manufacturing review did not indicate that this complaint was due to the manufacturing process. No adverse complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received on 01/09/2017; a letter noted that the date of occurrence, of the event, was (B)(6) "0215".

Manufacturer narrative:
The manufacturing review did not indicate that this complaint was due to the manufacturing process. No adverse complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the consumer¿s legal representative on 04/27/2017. Medical records from one of the consumer¿s treating physicians were received, with synopses of clinic visits as follows: on (B)(6) 2015 ¿ consumer presented with a four-day history of yellow discharge in the left eye (os), which was worsening. The consumer also experienced subjective symptoms of fever, photophobia, pain, headache, and visual disturbances. Physical examination findings for the os were positive for 4+ conjunctival injection, a corneal ulcer 5.5 x 5.0 mm in size with diffuse edema/haze, and a hypopyon in the anterior chamber 1.0 mm in size; physical examination findings for the right eye (od) were negative. Diagnosis given: central corneal ulcer os. Cyclopentolate hydrochloride 1% was administered in the office. Besifloxacin was prescribed for use in the os every fifteen minutes for two hours, decreasing afterwards to every hour usage around the clock; bacitracin/polymyxin b ointment was also prescribed to use twice a day in the os. The consumer was advised to follow-up in one day, calling the office if symptoms increased and to wear an eye shield while sleeping. On (B)(6) 2015 ¿ consumer presented on medications prescribed at prior visit. Physical examination findings for the os were positive for 4+ injection, a corneal ulcer 4.0 x 4.0 mm in size (with slight thinning), diffuse corneal edema/haze, and a hypopyon in the anterior chamber 1.0 mm in size with fibrinoid reaction. Consumer was instructed to follow-up in one day. On (B)(6) 2015 ¿ consumer presented with subjective improvement in symptoms with considerable decreased pain; some degree of pain and accompanying photophobia were present. Consumer was reported to be on previously prescribed medications, with the addition of atropine 1% eye drops twice a day os, for treatment of the corneal ulcer. Physical examination findings for the os were positive for dilated pupil, 3+ injection, cornea with paracentral 7:30 dense white round 4.0 mm epithelial defect (starting to heal) with diffuse corneal edema, and fibrin in the anterior chamber (no obvious hypopyon). Diagnosis: central corneal ulcer os, severe but improving. Plan: continue treatment of os with besifloxacin until able to get fortified vancomycin and tobramycin, then start alternating every thirty minutes with both; also continue atropine once daily. Return for follow-up in two days. On (B)(6) 2015 ¿ consumer presented with subjective improvement in symptoms, but with vision still ¿not clear,¿ pain, and photophobia. The fortified vancomycin and tobramycin had been initiated in the os every 30 minutes, with the consumer using atropine twice a day. Consumer reported migraines, with once instance being noted as severe, for which he used ibuprofen to treat. Physical examination findings for the os were positive for 3+ conjunctival injection, cornea with ulcer slightly more healed at edges (3.5 mm in size, dense) with white opacity improving and less edema, and a resolving hypopyon in the anterior chamber. Diagnosis: central corneal ulcer os. Amniotic membraned placed in the os with bandage contact lens and one drop of besifloxacin. Instructed to alternate fortified vancomycin and tobramycin drops every 30 minutes, continue atropine 1% drops at night for two days only, and to stop the bacitracin/polymyxin b ointment. Return for follow-up in two days. On (B)(6) 2015 ¿ consumer presented with subjective improvement in symptoms, noting that vision was improving ¿some,¿ and still experiencing pain and photophobia. Bandage contact lens previously applied fell out in the shower that day. Consumer was reported to be on the previously prescribed medications. Physical examination findings for the os were positive for an 8.0 mm dilated pupil, 3+ conjunctival injection, cornea with slightly less epithelial defect and dense white infiltrate with stable edema, and a resolving hypopyon of 0.5 mm in size in the anterior chamber. Diagnosis: central corneal ulcer os. Consumer advised to continue alternating fortified vancomycin and tobramycin drops every 30 minutes, with previously placed amniotic membrane tissue in the os confirmed to be in good position. Return for follow-up in three days. On (B)(6) 2015 ¿ consumer presented with subjective improvement in symptoms, noting that his pain level was 3/10 (slightly better). Physical examination findings for the os were positive for an 4.0 mm dilated pupil, 2.5+ conjunctival injection, cornea with ulcer/epithelial defect 3.0 mm in size (still dense white) with edges healing and edema much less, and no evidence of hypopyon in the anterior chamber. Diagnosis: central corneal ulcer os. Consumer advised to continue alternating fortified vancomycin and tobramycin drops every two hours, with loteprednol gel drops to be used four times a day and artificial tears to be used four times a day; consumer was advised to use bacitracin/polymyxin b ointment as well. Return for follow-up in two to five days. On (B)(6) 2015 - consumer presented with subjective improvement in symptoms, noting that his os was still very sensitive, but with vision clearing comparative to the previous week. The consumer also presented with continued discharge, eye redness, and improved cloudiness. No pain was reported. Consumer noted to be on previously prescribed treatment. Physical examination findings for the os were positive for 3+ conjunctival injection and cornea with roughly 3.0 mm in size epithelial defect involving visual axis (15% thinning). Diagnosis: central corneal ulcer os, appearing to be non-infected. Consumer advised to stop the fortified vancomycin, loteprednol, and the bacitracin/polymyxin b ointment; advised to use fortified tobramycin drops four times a day and to start difluprednate ophthalmic emulsion four times a day. Return for follow-up on (B)(6) 2015. On (B)(6) 2015 - consumer presented with subjective improvement in vision, however still having fogginess with severe light sensitivity and constant dull headache; pain was noted as improved. Consumer noted to be on previously prescribed treatment. Physical examination findings for the os were positive for 1.5+ conjunctival injection and cornea with 2.5 mm v x 2.0 mm h epithelial defect involving visual axis (15% thinning). Diagnosis: central corneal ulcer os, with defect becoming smaller (about 25% progress). Consumer advised continue difluprednate ophthalmic emulsion and fortified tobramycin four times a day. Return for follow-up in one week. On (B)(6) 2015 - consumer presented with subjective improvement in vision, however still having cloudiness with light sensitivity, dull headache (much improved), and fatigue. Consumer noted to be on previously prescribed treatment. Physical examination findings for the os were positive for 1.5+ conjunctival injection and cornea with 1.75 mm v x 1.5 mm h epithelial defect involving visual axis (15% thinning), with scar becoming less dense. Diagnosis: central corneal ulcer os, defect smaller (well into healing phase). Consumer advised to reduce difluprednate ophthalmic emulsion and fortified tobramycin to three times a day and use artificial tears as needed. Return for follow-up in one week. On (B)(6) 2015 - consumer presented with subjective improvement in photophobia (20 ¿ 30% better), improved vision (like looking through petroleum jelly), and no redness; pain is reported as being both quick in onset and resolution. Headaches continuing. Consumer noted to be on previously prescribed treatment. Physical examination findings for the os were positive for 1+ conjunctival nasal injection (temporally quiet), and cornea with elongated vertical defect 1.5 mm v x 0.5 mm h surrounded by punctate epithelial erosions/haze/scar (15% thinning), with scar becoming less dense. Diagnosis: central corneal ulcer os, defect healing well and corneal scar os, fading. Consumer advised to continue difluprednate ophthalmic emulsion three times a day and continue the fortified tobramycin three times a day until gone (then switching to besifloxacin three times a day). Continue artificial tears as needed. Return for follow-up in two weeks. On (B)(6) 2015 - consumer presented with visual acuity still a little cloudy, but stable over the past week; photophobia present, but better. Consumer noted to be on previously prescribed treatment. Physical examination findings for the os were positive for a cornea with a 3-4 mm in diameter scar with minimal thinning, partial ring scar with irregular epithelium and punctate epithelial erosions (no defect seen). Diagnosis: corneal scar os, corneal ulcer now resolved with fading scar. Consumer not recommended for cornea transplant and advised to be fit into contact lens when corneal surface is smooth enough. Difluprednate ophthalmic emulsion was reduced to twice a day until gone, switching to prednisolone acetate drops twice a day afterwards; the besifloxacin was discontinued. Continue artificial tears as needed. Return for follow-up in four weeks. On (B)(6) 2015 - consumer presented with vision leveling off over the prior month and no pain. Consumer noted to be on previously prescribed treatment. Physical examination findings for the os were positive for a cornea with a 3-4 mm in diameter scar with minimal thinning, partial ring scar with fairly smooth epithelium and punctate epithelial erosions (no defect seen). Diagnosis: corneal scar os. Recommended rigid gas permeable (rgp) contact lens fitting in both eyes; if rgp fitting or wear is not tolerated, consider option of cornea transplant. Return for follow-up in three months. A letter from one of the consumer¿s treating physicians was also received with the clinic¿s medical records. Along with previously reported details of the treating clinic¿s office notes as summarized above, the physician stated that the event produced permanent damage to the consumer¿s cornea, due to the type of scarring incurred; he stated that the cornea would always have abnormalities in terms of clarity and corneal contour problems that produce blur.

Manufacturer narrative:
The device was not available for evaluation. The lot number was not provided. The manufacturing investigation is still in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was reported from several news articles that a male consumer suffered from a infectious corneal ulcer after sleeping in extended wear contact lenses for a week. It was reported that while working outdoors, the consumer's left eye began to itch. After waking up the next morning, the consumer reported experiencing excruciating pain and that the vision in his left eye started to turn cloudy. He stated he "had almost no vision at all". The consumer sought medical attention. It was reported that he was diagnosed with a corneal ulcer caused by a pseudomonas bacterial infection in the left eye. The eye care professional suspected that this was likely due to sleeping in extended use contact lenses. It was reported that currently the consumer is virtually blind in the left eye and that he may need a corneal transplant to regain his vision. The articles also reported that there was severe redness and corneal opacity in the left eye. An eye care professional (ecp) reported that consumer's infection has cleared but that he had a diminishing scar from the damage that was obscuring his vision. Additional information has been requested not yet received.

Manufacturer narrative:
New information received. An update to the manufacturing review was performed. No similar incidents in the past 24 months period were reported. Manufacturing controls that prevent bacteria contamination were in place through environmental monitoring, sterilization process parameter review, and bi incubation testing. Package integrity inspection through vacuum testing was also in place to detect any package integrity defect. As no lot number has been provided, no further review could be initiated. The root cause could not be determined. (B)(4).

Event description:
Additional information was received from the consumer¿s legal representative on (B)(6)2017. Legal records from the (B)(6) county clerk of courts indicated that the contact lenses were defective in that a flaw in the manufacturing process and/or packaging process and/or a chemical contamination that occurred during the time the contact lenses were being manufactured and/or packaged directly and proximately resulted in the patient contracting a serious pathogen, which caused blindness, corneal ulceration and damage to the patient. It was further indicated that the contact lenses did not contain any warnings that a user of the product could suffer blindness, corneal damage, chemical conjunctivitis and /or other similar dangers or damages from using the products in the way in which they were intended to be used.